Event description:
It was reported that during a follow up, x-ray revealed externalized conductors. High threshold and low impedance were observed. The lead remains implanted.

Event description:
New information received notes the lead was explanted due to infection.

Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasions were noted at 3.8-3.9cm and 4.9-5.5cm from the distal end. Internal insulation abrasions underneath the svc shock coil were noted at 3.2-3.6cm and 2.2-2.9cm from the distal end. Externalized conductors due to an internal insulation abrasion were noted at 13.4-16.5 cm from the distal tip. An external insulation abrasion was noted at 4.8-5.2cm from the distal end, consistent with friction to another device. Etfe coating was intact. The high capture threshold complaint was not confirmed.